Event description:
It was reported that a transmission showed the right ventricular (rv) lead triggered a warning for noise due to possible unipolar oversensing. There were a high number of low impedance counts and the unipolar impedance measured at higher value than the bipolar impedance. The lead was reprogrammed back to bipolar and lead monitor was set to adaptive. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).